Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on an unknown date, the pivot mechanism inside the inner shaft broke when releasing the implant. The remaining part of the implant holder had to be removed from the implant using flat-nosed pliers. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the USA. The present implant holder was manufactured in december 2008 according to the specifications valid at the time. Due to previous feedback and in the search for continuous product improvement, this article has already been subject to a thorough analysis and the results acquired brought about a corresponding corrective measure (CAPA). The investigation revealed that the solder joint between the shaft and the turning handle is broken. The design has since been changed.